Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one of the catheters was difficult to inflate prior to insertion. The second one, the nurse was allegedly unable to deflate. This record addresses the first catheter that was difficult to inflate prior to insertion.

Manufacturer narrative:
Received 1 used bardex foley catheter with the original packaging for evaluation. The exterior of the sample was visually examined and found a hole in the proximal cuff of the balloon that prevented inflation. Unable to determine the root cause of the found condition. A potential root cause is a loose-fitting balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." Corrections: concomitant medical products, device evaluated by MFR., and device manufacture date.

Event description:
It was reported that one of the catheters was difficult to inflate prior to insertion. The second one, the nurse was allegedly unable to deflate. This record addresses the first catheter that was difficult to inflate prior to insertion.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 15cc balloon: use 20ml sterile water, 20cc balloon: use 25ml sterile water, 30cc balloon: use 35ml sterile water, 40cc balloon: use 45ml sterile water, 75cc balloon: use 80ml sterile water, do not exceed recommended capacities. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4).

Event description:
It was reported that one of the catheters was difficult to inflate prior to insertion. The second one, the nurse was allegedly unable to deflate. This record addresses the first catheter that was difficult to inflate prior to insertion.